Event description:
The complainant reported to boston scientific (bsc) that, a female pt (age unk) underwent a diagnostic egd (esophagogastroduodenoscopy) procedure in 2006. The radial jaw 4 biopsy forcep was utilized within the pt's stomach to obtain a biopsy sample. The procedure was completed without issue and the pt was discharged home. Later that evening, the pt was admitted to the hosp with diagnosis of melena (black tarry stools). The pt remained hospitalized over the weekend in stable condition. The pt did not require any intervention or blood transfusion. On monday, 3 days later, another egd was performed. A 5mm resolving ulcer was identified as the location of the gi bleed. This is the site of the biopsy that was obtained during the initial egd procedure. The pt's condition is reported as 'fine' with no sequela.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation, therefore, we are not able to determine the relationship between this device and the cause for this event.